Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth implants due to the patient's concern with the product, pain, and implant is surrounded by liquid"

Event description:
Patient reported a left side exchange from textured to smooth implants due to the patient's concern with the product, pain, and implant is surrounded by liquid. Patient additionally reported the implant ¿moves when moving around, feels like moving out of place, and is very uncomfortable¿. Device remains implanted.